Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An input ts introducer was intended to be used. No damage noted to packaging. No issues removing the device from the packaging as per IFU. Device was inspected with no issues. The device was prepped with no issues. The device was properly hydrated. Resistance was encountered when advancing the device, and excessive was used during insertion/delivery. It is reported that the tip of the introducer was missing a small portion when removed from the femoral artery. A portion of the device detached in the patient. No part remains in the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The detached portion was not removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was being used in a cerebral aneurysm embolization procedure. Difficulties were encountered when inserting the device. It is stated that the puncture should be enlarged beyond the common with a scalpel, however it was not in case. The missing portion of the device is less than 0.5 mm in size. No attempt was made to remove the detached portion. If information is provided in the future, a supplemental report will be issued.